Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2015 at 13:39:49. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 5.5 w on (B)(6) 2015 outside of normal power consumption. Current parameters have returned to power consumption within normal operation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed. *this is report one of two reports (3007042319-2015-03146,03147) submitted for devices related to the same event.

Event description:
It was reported that this patient came to hospital due to concern for increasing power and because her controller felt very hot. The clinical specialist measured the controller temperature and found housing temperature to have a temperature of 41.6 degree celsius. The temperature on the outside bag on the patient side measured 37.5 degree celsius. A controller exchange was performed by the cardiovascular surgeon which resolved the controller issue; however pump parameters remained high. . Log files were sent for analysis and the patient was subsequently admitted with a plan to initiate lysis therapy. The last report received indicated that the patient remained hospitalized. Investigation is ongoing.

Manufacturer narrative:
It was reported that the patient underwent lysis therapy and the lab and pump parameters returned to normal values, the patient was to remain on IV heparin until the inr returned to a therapeutic level. The patient was reported to be on a "regular ward." Log file analysis revealed a rise in power consumption logged starting (B)(6) 2015 to a peak of 5.5w on (B)(6) 2015 outside of normal power consumption. One vad disconnect alarm was logged on (B)(6) 2015 at 13:39:49. (B)(4) was not returned for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analysis were conducted and reviewed in order to evaluate the performance of (B)(4) in relation to the reported event. (B)(4) met specifications as the controller passed visual inspection and functional testing. The reported "overheating" event could not be confirmed since the heat dissipation was found to be normal as compared to known good controllers. The reported power trending upward was confirmed via review of the controller log files which revealed a rise in power consumption to parameters outside the normal operating range. The power consumption returned to normal operating range on (B)(6) 2015. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This is report one of two reports (3007042319-2015-03146, 03147) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.